Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited high thresholds of approximately 5.0 v at 1.5 ms. The lead was damaged when attempting to reposition. The lead was removed and replaced.